Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure when they pulled the device through the stomach, the peg detached at the transition zone between the hard and soft plastic. Nothing was left inside the patient. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the thermoformed tubing separated from the barbed connector. The barbed connector presented no issues and the distal end of the thermoformed tubing appeared to have been properly formed and attached to the barbed connector during assembly. The barbed connector and inner ring remained inside the silicone tubing and with the outer ring remaining outside on place. The thermoformed tubing was bent from the proximal end. The feeding tube was cut from the outer ring and the distal portion was not returned. It was noted that the condition of the returned unit was consistent with the complaint incident that the feeding tube detached/separated. Based on all gathered information, the investigation fails to determine a definite root cause. A device history record (DHR) review of lot number 18536089 was performed and revealed no issues related to the reported complaint. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during an percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure when they pulled the device through the stomach, the peg detached at the transition zone between the hard and soft plastic. Nothing was left inside the patient. The procedure was completed with another endovive safety peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.